Event description:
As described from the complaint description: reason of complaint: therapy started at 1045 hrs with rate set at 94 ml/hr and vtbi 320 ml as user intend to run the bag dry. Therapy stipulated to end slightly more than 3 hours. At 1352 hrs, user discovered that there were still approx 100 ml left in the physical bag. Therapy was stopped on this pump and resumed on another pump. Upon completion of therapy on another pump, volume infused was 89.72 ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample / underinfusion the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The device history files from (B)(6) 2024 were investigated. A space line was selected and the infusion started with a rate of 94ml/h and a volume of 320ml at 10:45am. At 01:52pm the infusion was stopped and the line was extracted. At this time, 293,07ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.